Event description:
It was reported by a patient who underwent an alif utilizing interbody devices in conjunction with anterior fixation. A revision surgery was performed 8 days post op because of the "subsidence of plate fracturing bone at l4-l5". It is unk if the implants were replaced or not. Patient reportedly is still having pain after the revision surgery.

Manufacturer narrative:
Insufficient info can not be gathered from the pt. The suspected device can not be identified. Unable to determine the cause of the event.